Event description:
During the year 2003, I went through a series of eye problems. During this time I was using renu with moistureloc contact lens saline solution. I had to get my eyes checked by specialist daily. I also have scarring in both eyes and I have also had a loss of vision.